Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging she was unable to charge her onetouch verioiq meter. This complaint was classified using the documentation from the customer care advocate (cca) documentation. The patient reported at an unknown time prior to the start of the alleged issue, she developed symptoms of being "tired and shaky." The patient reported the alleged issue occurred 1 month prior to contacting lfs. The patient reported since the alleged issue occurred, she has not used the meter again, and she has been using a onetouch ultramini meter instead. The patient denied receiving any treatment in response to her reported symptoms. At the time of troubleshooting the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. When the patient pressed and held the power button, the meter did not turn on. When a test strip was inserted the meter did not turn on. The patient was not able to find her power cord, therefore was unable to attempt a charge. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to this serious injury. The patient reported developing symptoms prior to the start of the alleged issue and there was no delay in treatment. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.